Event description:
It was reported to philips that the touchscreen sometimes is unresponsive and other times will pull up a different screen. There was no patient involvement or harm. This event was reported to have occurred during testing. There was no delay to therapy. A philips field service engineer (fse) was requested. The fse went onsite and evaluated the device. The touchscreen needed to be calibrated. No parts needed to be replaced. Following the evaluation of the device, the fse calibrated the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.